Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. The device was discarded. Related report: 3025141-2025-00437.

Event description:
It was reported that the screwdriver tip allegedly broke inside the screw and left in situ. The screwdriver has been discarded. No additional adverse effects to the patient.